Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round high profile 560cc saline prosthesis, catalog: 3503560, serial number: (B)(4), lot: 6434644. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with mentor smooth round high profile 560cc saline prostheses. Bilateral deflation of the breast prostheses was diagnosed post procedure via self-examination while during a roller coaster ride. Bruising was also indicated. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 425cc saline prostheses on (B)(6) 2018. No complications were noted. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a 34 year-old caucasian female patient underwent breast augmentation revision with mentor smooth round high profile 560cc saline prostheses. Bilateral deflation of the breast prostheses was diagnosed post procedure via self-examination while during a roller coaster ride. Bruising was also indicated. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 425cc saline prostheses on (B)(6) 2018. No complications were noted. This report is for the left breast prosthesis. The device was received at mentor without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 1 cm within a crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material observed. The device history record (DHR) for the lot number 6434644 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime. Careful hemostasis is important to prevent postoperative hematoma formation. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/1/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 6/1/2018, mentor received additional information: date of event: (B)(6) 2018; implantation date: (B)(6) 2011. Manufacturer¿s reference number: (B)(4).